Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left thoracoscopic exploration left lower lobectomy, the device resistance was very big and it could not go through the lateral tube to see the bulge. They put the fiber optic bronchoscope in from the left side tube again, but still had a lot of resistance. They withdrew the double lumen tube again, put it into the right bronchus under the guidance of fiber bronchoscope, fixed it for 31cm, and then put it into the fiber bronchoscope from the white side tube, barely reaching the position of the orifice. At the end of the operation, it was replaced with a 6.5cm single lumen tracheal tube. After checking the double lumen tube pulled out, it was found that the opening of the white main tube was obviously smaller. The white side tube was put in with a sputum suction tube, which could not pass through, but could ventilate.